Event description:
My son's tandem insulin pump appears to not have delivered a food bolus in a timely manner. The serial number of the tslim pump is (B)(4). The pump shows that the bolus was administered but his glucometer showed a 270 post meal. In addition this problem has been occurring with greater frequency and severity over the last 30 days. The motor of the pump seems very weak and ineffective. When I gave an insulin arm shot, his blood sugar descended to a normal range within 15 minutes of the bd shot.